Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she was entering her carbohydrates using the up arrow button but the numbers started to scroll. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.